Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that the event occurred by insufficient reprocessing conducted by the user. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection of the subject device for repair at the service department of olympus (B)(4), it was found that the foreign material remains on insertion section or distal end or the forceps elevator channel. The foreign material was found on the forceps elevator. There was no report of patient injury associated with the event.